Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an emergency banding procedure to treat variceal bleed performed on (B)(6) 2024. During the procedure, one band was successfully fired. The physician had a difficulty deploying any further bads. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.